Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns programming tablet had a damaged usb port. Photographs taken on site showed visible damage to the metal pins inside the port. The suspect tablet was received by the manufacturer on 09/20/2016. Product was completed on 09/27/2016. Visual inspection identified that the tablet usb port was damaged due to bent connector pins. As a result, the tablet was unable to establish communication. A temporary usb port was attached onto the tablet main board to continue testing. No further anomalies were observed throughout the rest of the testing procedure. The identified cause of the damaged usb port was mechanical stress and appears to be a user-related event. Review of the tablet device history record confirmed that all quality specifications were passed prior to distribution. No additional pertinent information has been received to date.